Event description:
Medtronic received information from a literature abstract regarding a head-to-head comparison of balloon-expandable and self-expanding transcatheter heart valves with emphasis on patients with small aortic annulus. A total of 1,673 patients were included in the study population. Patients were implanted with either an edwards sapien 3/ultra balloon-expandable valve (n = 756) or a medtronic evolut r/pro self-expanding valve (n = 917). No patient demographic characteristics or unique device identifier numbers were provided. Among all 1,673 patients, a total of 194 deaths occurred during follow-up. In the evolut r/pro group, the one-year and three-year survival rates were 92.6% and 80.3%, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the evolut r/pro group, the authors reported a post-operative rate of 5.6% for at least moderate paravalvular regurgitation. No interventions were stated to have been performed as a result. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.